Event description:
The patient reported that they woke up feeling like they were getting shocked. They could not move, their face was twitching and jaw was locked up. The patient felt like they were having a stroke. There was screaming in pain so their wife came in and turned it off. The shocking stopped when turned off. They did not want to turn it back on in fear of getting shocked. This occurred when lying in bed. The patient had an ultrasound on their bladder a week prior but did not think it had anything to do with the shocking. This occurred on (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.